Event description:
The user facility reported via medwatch report # (B)(4) that, "provider asked for 2 freeze rapid IV acting venting catheters. We put it down at the side of the endoscope so that provider can put liquid nitrogen to freeze the tissue. Upon usage, provider mentioned that there was no tip on it. We gave another one. We then found the tip was still in the packaging." No report of injury.

Manufacturer narrative:
The device subject of the reported event was returned for evaluation, which confirmed damage to the catheter. The cause of the damage could not be determined. The device history record for the subject lot was reviewed and no abnormalities were noted. A complaint review was conducted and confirmed the event to be isolated for the subject lot. Steris became aware of the reported event on 10/30/2024 and opened a complaint to investigate. At the time of the complaint receipt, steris evaluated the reported event and determined it did not meet our reporting criteria under 21 cfr part 803. It should be noted that steris is submitting a medical device report solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. No additional issues have been reported.